Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), he found that there were several fault codes recorded pointing to an issue on the font end pcb, which were fault code 7 and 67. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, componenet codes, investigation conclusions), h10. Additional information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had several fault codes recorded pointing to an issue on the font end pcb, which were fault code 7 and 67. A getinge field service engineer (fse) stated several thousand fault codes were recorded pointing to an issue to the front-end pcb. Fault code # 7 - an isolation digital signal processor (dsp) error detected by software. Fault code # 67 - a failure communicating the correct voltage to the hydraulic blood pressure sensor. Front end pcb sn (B)(6) was removed and replaced with sn (B)(6). There was no patient involvement.

Event description:
N/a.